Event description:
It was reported that patient underwent a tibiotalocalcaneal arthrodesis (ttc) nail procedure on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2015 due to the nail fracturing at the tibia-talus joint. The nail was removed and replaced with a new nail.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "bending or fracture of the implant."